Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control, and trends of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during removal the catheter broke and remains in the patients cranium. No additional information was available at the time of this report.